Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
He customer reported while using the avea ventilator, it is alarming circuit occlusion while on a patient. The customer stated the ventilator was swapped out for anther ventilator with no patient harm or injury.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The gas delivery engine was returned to the vyaire failure analysis laboratory where a failure investigation was performed. The problem reported by the customer was duplicated and was isolated to the tca.